Event description:
Procedure: hemorrhoidectomy. Reportedly, the device clamped down but when starting to cauterize and pushing foot pedal, the device just "blew" off the tissue, it would not seal. Surgeon sutured to complete. The pt tissues is not destroyed, and there is no additional report of patient injury.